Manufacturer narrative:
Updated data: additional information was received that one day following the implant of this transcatheter bioprosthetic valve, the patient was brought to the cath lab for extracorporeal membrane oxygenation (ECMO), but died. Per the physician, the origin and cause of the effusion was unknown. The physician noted the valve was well seated, the coronaries were patent and there was no obvious valve dysfunction. It was unknown whether an autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during the implant of this 26mm transcatheter bioprosthetic valve, within a 21mm non-medtronic surgical valve that showed severe stenosis with moderate central regurgitation, a low left coronary height was noted and a wire was inserted to protect the left main. A balloon aortic valvuloplasty (bav) was performed with a 22mm balloon on the previously placed surgical valve. Subsequently, the evolutr was successfully implanted. Post valve implant, the pressures did not recover and a ventricular assist device was initiated. The coronary arteries and graft were patent. The wire was removed from the left coronary artery and transesophageal echocardiogram (tee) showed an effusion. A pericardiocentesis was performed and while in recovery the ventricular assist device was removed. The effusion was still present and a pericardial window was done. Per the physician, the cause of the effusion was an apex hematoma with an unknown cause. No additional adverse patient effects were reported.